Manufacturer narrative:
(B)(4). The customer returned one unused companion sample for evaluation. Visual inspection was performed and the reported condition was not confirmed. The assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a 3-gang manifold that leaked after approximately 2 hours of usage. The leak occurs at the connection (the conic part) between the gang and stopcock. The 3 gang manifold was used for administration of oliclinomel by gravity. Small cracks appeared in the stopcock and the product leaked out. The manifold leaked onto the sheets and a new setup was prepared. The customer had this problem as well in the past and suppose the problems finds its cause in usage with lipid containing fluids oliclinomel. There is no patient/user/other person's injury reported. No additional information is available.